Event description:
Bed located at bed shop. Brakes not holding.

Manufacturer narrative:
After testing, found that brake caster was worn. Technician replaced brake caster. Unit working properly. No injuries.